Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a lead safety switch (lss) was triggered due to an out-of-range pacing impedance measurement on this right ventricular (rv) lead. Review of the stored data identified the impedance has been gradually rising over the past year from 1300 ohms to 2000 ohms. Numerous ventricular events of noise and oversensing resulted in pacing inhibition. The patient is pacemaker dependent and occurrences of loss of consciousness were reported from the patient's assisted living facility. A boston scientific technical services consultant discussed that gradual rises in impedance are not typically indicative of a lead fracture, but rather physiologic changes. The consultant discussed programming options. A revision procedure was subsequently performed, and this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.